Event description:
It was reported that device contamination occurred. A 1.50mm rotapro was selected for use. During preparation, it was noted that there was dust on the burr when the device was opened. No patient complications were reported.